Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the dilator on the sheath would not release. The dilator was cut in order to free it from the sheath. Once the sample was received, by the manufacturer and initially evaluated, it was observed that the dilator tip was damaged. No patient injury. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the hub was separated from the dilator body as reported. The tip of the dilator was observed to be uneven with several small indentations and a whitish appearance that is characteristic of stress. A bend/kink, located 25 mm from the dilator tip, was also observed. The specified tip dimensions could not be measured because of the damage. The report that the dilator tip was damaged was confirmed by visual examination of the returned sample. The tip of the dilator was found to be deformed with an uneven surface/several indentation observed at the opening and a kink/bend on the body near the distal tip. The kink/bend in the dilator body and white stress marks observed near the tip damage indicate that excessive force was placed on the dilator. Therefore , it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the dilator on the sheath would not release. The dilator was cut in order to free it from the sheath. Once the sample was received, by the manufacturer and initially evaluated , it was observed that the dilator tip was damaged. No patient injury. The patient's condition is reported as fine.